Event description:
Report alleges that six months after implantation, pt began to suffer with: prolonged flu, joint problems, extreme hardening, burning pain for the past 24 years all through her chest and arms, bone marrow problems, diagnosed with silicosis of the lung and liver problems. Report also alleges pt was never sick before she got implants and has been disabled since 1983.